Manufacturer narrative:
Device evaluation: lens was returned dry with clear surgical debris in a micro centrifuge vial. Visual inspection found no visible damage and foreign debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -5.0/2.0/92 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown.